Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an injection (inj.) Of magnex (1 gram, twice daily, route of administration not reported), inj. Of vancomycin (1 gram, once daily, route of administration not reported) and inj. Of amikacin (1 gram, once daily, route of administration not reported). Patient outcome was not reported. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.